Event description:
It was reported that the customer experienced intermittent, on-going elevated blood glucose (bg) levels displayed as "high"; although specific value was not provided. Reportedly, the cartridge had been used beyond labeling. Tandem technical support educated the customer on insulin labeling. Customer performed a supply change to address the bg.